Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information and event information.

Event description:
It was reported that the patient had their implantable pulse generator (ipg) explanted. The reason for the explant is unknown and patient is stable.